Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been updated: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device-related photos were reviewed, and the following was observed: distal liner appears to be expanded through normal design. Distal tip appears to have partially opened along distal liner edge. Tip is torn axially. Axial score line is unopened. Evidence of valve interaction with the tip based on the provided information and the device evaluation, it appears that significant resistance at the distal tip prevented the crimped thv from advancing, leading the user to withdraw the entire system before the valve exited the sheath tip. It is likely that the distal tip tear and the resistance reported during the initial advancement were related, and that the subsequent multiple advancement attempts and continued resistance occurred because the valve became stuck at the tear. In this case, the complaint for sheath distal tip torn was confirmed based on the provided device imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 23 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the first 23 mm sapien 3 ultra resilia valve was wasted as the heart team was unable to advance the valve through the tip of the 14f esheath+. After multiple attempts, the heart team made the decision to remove the valve, commander, and esheath+ as a unit without patient injury. After the esheath+ was removed, a photo provided shows a distal tip tear. A second set was prepped without issue. The valve was successfully implanted and the patient was transferred to the unit in stable condition.